Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-10993. It was reported that a patient was experiencing noise on the right ventricular lead. The physician decided to explant and replace the lead. While extracting the right ventricular lead, the right atrial lead accidently came out as well. Both leads were replaced. Patient was stable post procedure.